Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs the battery pca replaced. The specific reason for the need for the replacement was not provided. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Event description:
It was reported to philips that the device needs the battery pca replaced. The specific reason for the need for the replacement was not provided. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 was found bent and permanently compressed.